Event description:
It was reported that a pump keypad had inoperable keys (#7, #8, #9). It was also reported that the pump was just received back from service. It was also reported there was no pt involvement and the problem was found during incoming inspection.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The pump in its received condition permitted power up, navigation, and pump run, however, has limited keypad operation due to intermittent response from the #7, #8, and #9 keys caused by a loose keypad flex connector. The connection was secured during eval, eliminating the symptom. Each key was then and found to function correctly without any anomaly.